Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter stated that there was visible moisture behind the display screen after the pump had been exposed to water. The reporter denied damage to the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/30/2013 with the following findings: battery compartment and cartridge compartment cracks were found during investigation. Corrosion was discovered within the battery compartment. Moisture was visible on the inside of the display lens and the display screen was found to be blank during testing. The keypad was found to be torn at the contrast button. The pump was opened and corrosion was discovered on the internal components of the pump. Leak testing revealed a leak in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.